Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that wearable failure occurred. Date of event is an approximation. On (B)(6) 2025, at approximately 10 am, the patient was found unconscious by her parents. An ambulance was called, and the patient was transported to the emergency room (ER) and subsequently admitted to the intensive care unit (ICU). The patient was treated with intravenous (IV) glucagon. The nurse observed that the continuous glucose monitoring (cgm) device had alerted for a low glucose level and later indicated a wearable failure. At the time of the report, the patient remained in the ICU. Due diligence was not attempted as the reporter's details were not able to be identified. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an unspecified malfunction occurred. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).